Manufacturer narrative:
(B)(6). (B)(4). A review of the device history records was performed and revealed there were no issues during the manufacture of the subject device lot that would contribute to the complaint event. There were no non-conformances generated during the production of the subject device lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a patient had a cage, plate, and screws from a non-company implanted at c4-c5. On an unknown date, an examination revealed that the cage migrated posteriorly toward the canal. On (B)(6) 2015, the patient was returned to the or. The surgeon removed the existing cage, plate, and screws. He then reinstrumented at c4-c5 using the zero-p device. While impacting the zero-p into the disc space, the titanium plate attached to the peek spacer became disengaged from the peek spacer. The surgeon noted that the screws were not positioned appropriately, and the plate was not properly attached to the spacer. The plate had shifted anteriorly off the peek spacer. The surgeon removed the screws and the zero-p device, and placed a new zero-p device in the patient. Only one screw was used in the zero-p instead of four, and the surgeon then placed a competitor's plate and screws over the zero-p device at levels c4-c5. The surgery was completed with a time delay of between 14 and 30 minutes, but less than 30 minutes. The status and outcome of the patient was not provided. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device broke intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient was initially implanted with a competitor¿s cage, plate and screws at levels c4-c5. On a later unknown date, an examination revealed the cage migrated posteriorly toward the canal. On (B)(6) 2015, the patient underwent revision surgery. The surgeon removed the existing cage, plate and screws. The surgeon re-instrumented at levels c4-c5 using a synthes zero-p device. While impacting the zero-p into the disc space, the titanium plate attached to the peek spacer became disengaged from the peek spacer. The surgeon noted that the screws were not positioned appropriately and the plate was not properly attached to the spacer. The plate had shifted anteriorly off the peek spacer. The surgeon removed the screws and the zero-p device, and placed a new zero-p device in the patient. Only one screw was used in the zero-p instead of four, and the surgeon then placed a competitor's plate and screws over the zero-p device at levels c4-c5. The surgery was completed with a time delay of between 14 and 30 minutes. Unanticipated x-rays were taken on an unknown date as a result of the complained event. The status and outcome of the patient was not provided. This complaint is alleged against one zero-p device and an unknown number of unknown screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the spacer was returned with the plate disconnected from the peek component at the left keyed interconnection. The complaint condition could be replicated since the implant has been designed to allow for the plate and spacer to become detached. This complaint is confirmed. The returned implant is included in the zero-p anterior cervical system. The technique guide provides instructions for attaching the spacer to the inserter and for inserting the implant into the disc space. Product drawings were reviewed during the evaluation. The plate and spacer interconnection is designed to allow for detachment in order to decouple stresses in the plate from the spacer to prevent breakage. As noted in the complaint description, the surgeon was impacting the implant into the disc space when the plate detached from the spacer. Excessive impaction may have caused the dissociation. The segment may not have been distracted enough to allow smooth entry into the disc space creating the need for the excessive impaction during insertion. Details on the intra-operative conditions are unknown however and so the root cause is indeterminate. Excessive impaction may have caused the dissociation. The plate and spacer are designed to dissociate during excessive loading conditions. No design issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.